Event description:
As reported by medical affairs, the wife of a patient called reporting that her husband experienced chest pain and shortness of breath which resulted in two cypher stents implanted "piggy-backed" in an unknown vessel on an unknown date. Approximately eight to ten years ago, the patient was admitted to the hospital for a one-day surgery. On date not obtained, the patient experienced unspecified pain which resulted in a taxus express2 monorail paclitaxel-eluting coronary stent being implanted in an unknown vessel (5 to 6 years ago).

Manufacturer narrative:
Concomitant medications include toprol, domperidone, norco, zented, lyrica and immodium. The date of the event is unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2014-00722.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, the wife of a patient called reporting that her husband experienced chest pain and shortness of breath which resulted in two cypher stents implanted "piggy-backed" in an unknown vessel on an unknown date. Approximately eight to 10 years ago, the patient was admitted to the hospital for a one-day surgery. On date not obtained, the patient experienced unspecified pain which resulted in a taxus express2 monorail paclitaxel-eluting coronary stent being implanted in an unknown vessel (5 to 6 years ago). The patient¿s medical history includes smoking, pancreatitis, unspecified bypass, ulcers, and hypertension. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Coronary restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause of restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time. The patient¿s medical history of hypertension and smoking may have contributed to the reported event.